Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump failed and has low blood glucose of 25 mg/dl. Troubleshooting found that the customer was admitted to the hospital for the low. Customer was unable to troubleshoot and will call back later when they have more time. No further details given.